Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-00171. It was reported that the patient's system was explanted for an unknown reason. Further information is unavailable.

Manufacturer narrative:
The reported event for ¿failure of the scs system¿ was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.